Event description:
It was reported that three days post implant a revision was done to reconnect the set screw connected to the atrial lead. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).